Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 202) has been confirmed. As received, the monitor was displaying code 202. The cause of the svc code 202 was a flash memory failure (components u102 and u105) on the c/a board. Intermittent connections were discovered at u102 and u105. The intermittent connectors are likely due to fractured solder connectors induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report a code 202 - pt parameters corrupt. The pt was issued a replacement monitor.